Manufacturer narrative:
One device guideliner 3.5 6f catheter was returned to vsi for evaluation. The catheter showed signs of biological contamination. The shaft of the catheter is creased and pinched on the ID just distal of the transition point between the half-pipe and collar. The ID at the transition point between the half-pipe and shaft could not be measured due to the damage. There is nothing missing or separated from the returned device. The traveler was reviewed. There were no nonconformances related to this lot. The event description along with the returned product evaluation provided sufficient evidence to determine that the most likely root cause was damage during use. The event description stated it looks like the guide catheter sliced into the half-pipe and sheared some of the material away. The returned device showed signs of damage at the transition point of the half-pipe and the collar that is consistent with a concomitant device being jammed into the opening of the lumen. There is nothing missing or separated from the returned device.

Event description:
Looks like the guide catheter sliced into the half-pipe and sheared some of the material away. The guide catheter backed out of the ostium of the vessel and damaged the half pipe of the guideliner as the guide catheter was being pushed back into the ostium of the vessel.